Manufacturer narrative:
The sheath was found to have the distal end "lock" broken with a missing piece. The item is over 9 years old, no longer recommended for use by the manufacture. This report will cover 2 accessory complaints used in the procedure, a handle (4 years old) and insert (13 years) both mentioned to be third partied.

Event description:
During a laparoscopic cholecystectomy using a clickline set of a handle, insert and outer sheath. A small locking piece at the distal end of the sheath fell into the patient and was retrieved with no harm to the patient. The procedure was completed with another clickline set.